Event description:
The advocate stated the customer received a blood glucose reading of 202 mg/dl from her contour and a reading of 96 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.